Event description:
It was reported that a tx30v was used during an unknown procedure. It was reported by the affiliate that the stapler did not provide adequate hemostasis and had to over sew staple line. Awaiting a return message from rep to see how long procedure was extended. 04/27/1998 received message from affiliate. The or time was extended 15-20 minutes to oversew staple line. Pt is ok. No info available on amount of blood lost.